Event description:
It was reported that the patient device experienced short circuit error after a shock was delivered. It was suspected that the rv lead that caused the short circuit error in the device. As a result, the lead was capped and replaced on (B)(6) 2017. The patient's condition was stable before, during, and after surgery.